Event description:
Report received from the USA starting "leak in the hose at the back end." The device was used in surgery. No pt or user injuries were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).